Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: precision; upn: m365sc9208150; model: sc-9208-15; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient who was implanted with a competitors leads and boston scientific adaptors, experienced mild electric shocks throughout the entire body, and experienced inadequate stimulation. Troubleshooting was performed but the issue persisted. The patient underwent a revision procedure, however prior to the surgery, the physician could trigger the electric shocks by pressing on the header of the implantable pulse generator, ipg, where the adaptor cables come out. After the ipg pocket was opened, the physician could no longer trigger the shocks anymore. Nevertheless, the physician decided to replace both adaptors with new ones. The patient was doing fine post-operatively.

Event description:
It was reported that the deep brain stimulation, dbs patient, who was implanted with non-boston scientific deep brain stimulation, dbs leads and boston scientific spinal cord stimulation, scs lead adaptors, experienced inadequate stimulation and mild electric shocks throughout the entire body. There were no impedances found during an impedance check, however, the physician was able to trigger the electric shocks by pressing at the pocket site on the implantable pulse generator, ipg header where the adaptor cables exit the ipg. The ipg pocket site was opened, the physician was then unable to trigger the shocks. Nevertheless, the physician decided to replace both lead adaptors with new ones. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: precision, upn: m365sc9208150, model: sc-9208-15, serial: (B)(6), batch: (B)(6). The returned boston scientific scs lead adaptors were analyzed, passed all tests performed, and exhibited normal device characteristics. The labeling review states that boston scientific scs lead adaptors are intended to connect to non-boston scientific scs leads. In this case, the dbs patient had boston scientific spinal cord stimulation, scs lead adaptors connected to non-boston scientific deep brain stimulation leads which is contraindicated. Therefore, with the available information, engineers have determined that the lead adaptors were used in an off-label, unapproved, contraindicated manner that likely resulted in the reported events of inadequate stimulation and electrical shocks throughout the body.